Event description:
It was reported that the patient was in the hospital and had an intrinsic heart rhythm between the 30's and 40's. Attempts to interrogate the pulse generator were unsuccessful and no magnet rate response could be observed. It was unclear if the loss of output was due to a depleted battery. No additional information was reported.

Event description:
New information reported stated that the device was explanted and replaced on (B)(6) 2017.